Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-may-2022 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No : mfg date: 03-dec-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced perforation and pericardial effusion. The patient passed away during the procedure.